Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the customer provided image is consistent with the reported event of a snapped/broken off cannula seal insufflation (luer) port.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the gas luer lock on the universal seal accessory snapped off inside the gas tube that was connected at the time. The universal seal was replaced with a new one which resulted in a minor delay of approximately two minutes. It was further noted that the customer had to remove the snapped part from the gas tubing with an instrument which resulted in marks on the piece that snapped off. The procedure was completed with no reported injury. Institutive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that a slow and partial loss of insufflation occurred as a result of the issue. There were no patient complications or medical intervention required as a result of the event. A third-party insufflator was in use during the event, therefore, no errors/messages were reported.